Event description:
Customer reported while in therapeutic use, the v60 tidal volume was unstable, no reports of patient or user harm/injury. Investigation is ongoing.

Manufacturer narrative:
Initial reporter address: (B)(6).

Manufacturer narrative:
H10: the philips asp (authorized service provider) evaluated the issue and determined the cause was a failure of the flow sensor. The asp confirmed the device was not in use at the time of the reported event despite previous report of being in therapeutic use. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, flow sensor replacement, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.